Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with a continuous glucose monitor reading ¿high,¿ while a confirmatory fingerstick measured 363 mg/dl; the user noted dry mouth and indicated the g7 sensor was inaccurate, prompting discussion of calibration, sensor accuracy, and appropriate ilet meal dosing, including that meal announcement without eating is not an option. Symptoms included signs consistent with hyperglycemia, including dry mouth. Outcomes included user education and troubleshooting with calibration of the ilet, after which the glucose trend arrow moved downward. Investigation included guided troubleshooting and education regarding sensor accuracy, calibration, and correct meal dosing practices. Investigation of this case revealed no device alarms or alerts and focused on potential sensor inaccuracy and user dosing practices, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.